Event description:
It was reported a pod fell off the infusion site and the patient forgot to activate a new pod for continued insulin delivery. The patient states they struggle as they have learning disabilities. The patient was without an active pod for 22 hours. Symptoms reported include feeling dizzy, sick, pain on back of hip and very hot. The patient's blood glucose (bg) levels rose to 30 mmol/l (540 mg/dl) with ketones of 5 mmol/l. The patient was taken to the hospital and treated with intravenous insulin, saline and potassium. The patient was discharged from the hospital after two days. The patient's bg levels were still high for a few days after discharge and she was given novorapid pens for correction. Additionally the patient reports that due to having learning disabilities, their healthcare professional (hcp) wants to change them to the omnipod 5 as the system gives notifications when bg levels are not in range. The hcp has not yet changed the patient over or started training but it is planned.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.